Manufacturer narrative:
Concomitant medical products: ddbb1d1 implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they hear beeping and wondered if it is from their device. It was found a right ventricular (rv) lead integrity alert (lia) was triggered due to increased sensing integrity counter (sic) and varying pacing impedance. Additionally, the rv lead triggered an alert for high pacing impedance. The physician is aware about the lead issue and is not going to intervene because the patient has a good ejection fraction and does not need the implantable cardioverter defibrillator (ICD) anymore. Reprogramming was done and the lead remains implanted. No patient complications have been reported as a result of this event.